Event description:
Same case as MFR: 2134265-2011-03046. It was reported that during a coronary angioplasty treatment procedure balloon ruptures occurred. The 75% stenosed lesion was located in the severely calcified proximal right coronary artery. The 12mm x 4.0mm quantum maverick monorail balloon ruptured at 18atms on the initial inflation. The device was removed intact. The procedure was continued with a 15mm x 4.0mm quantum maverick monorail balloon. This balloon also ruptured at 18atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick balloon catheter was received for analysis. There was blood and contrast in the inflation lumen and balloon. A pinhole was found in the balloon wall located on the distal edge of the proximal markerband. Visual inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2011-03046. It was reported that during a coronary angioplasty treatment procedure balloon ruptures occurred. The 75% stenosed lesion was located in the severely calcified proximal right coronary artery. The 12mm x 4.0mm quantum maverick monorail balloon ruptured at 18atms on the initial inflation. The device was removed intact. The procedure was continued with a 15mm x 4.0mm quantum maverick monorail balloon. This balloon also ruptured at 18atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.